Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. Final analysis found that a partial lead was returned. Visual examination found that the insulation was abraded exposing the outer coil at 1.2 cm to 1.4 cm, 4.3 cm to 5.2 cm and 21.6 cm to 21.7 cm from the proximal cut end of the lead. The abrasions were consistent with exposure to constant friction against another implantable device or patient anatomy.

Event description:
This report is to advise of an event observed during analysis.